Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an magnetic resonance imaging (MRI) scan when the implantable cardioverter defibrillator (ICD) began to issue an alert tone. According to the patient, no reprogramming had been performed prior to the MRI. The ICD remains in use. No patient complications have been reported as a result of this event.